Event description:
The customer reported to vyaire medical that the revel ventilator was presenting volume issues. At this time, there was no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.